Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7151847.

Event description:
It was reported that the patient experienced cerebrospinal fluid (csf) leak. Symptoms were dizziness and headache. The patient was provided with a patch to fix the leak and reportedly doing well.